Manufacturer narrative:
Continuation of d10: dtpb2d4 crtd, implanted: (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they heard their cardiac resynchronization therapy defibrillator (crt-d) toning daily in the mor ning. It was further reported by the clinic that the device was toning because the left ventricular (lv) lead was disconnected. It was suspected that the lv lead was disconnected due to high thresholds. The lv lead remains in the patient. The device was programmed to pace the right ventricular (rv) lead which resulted in lv dysfunction. The patient was wearing an external implantable cardioverter defibrillator (ICD) vest due to tricuspid regurgitation. It was also reported mitral valve and tricuspid valve repair was performed. The external ICD vest was disconnected and the crt-d defibrillation therapy was reactivated. The rv lead remains in use. No further patient complications have been reported as a result of this event.